Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The capture threshold rose from an average of 1.0v to 1.5v and the right ventricular pacing impedance rose from a trend of 400-450 ohms to 1007 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a lead alert was triggered for high right ventricular pacing impedance. The pacing impedance had increased from 418 ohms to 1007 ohms over a period of three months. It was further reported the pacing threshold had also increased over the same time period. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.